Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain; scs was explanted today due to patient having not used stimulator in a few years as she reports not having relief with the stimulator. Her pump has been providing pain relief therefore she wanted scs explanted.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2024. Product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.